Event description:
It was reported that an error occurred during a diagnostic disable (dd) diagnostics of the mr system, indicating a coil failure. Eval of the coil failure revealed the dd error was generated because of an arcing on the body coil board, which in turn was caused by a capacitor failure. Failed capacitor and arcing can result in the heating of the bore wall. The concern is for a possible burn if the pt was to come in contact with the heated bore wall. There was no pt involvement or any injury reported.

Manufacturer narrative:
Preliminary eval on (B)(4) 2010 revealed that the failure mode that resulted to the dd error was similar to the issue reported for MDR # 2183553-2010-00012. Ge healthcare has initiated an investigation and is still ongoing.